Event description:
It was reported that, "dr. (B)(6)'s knee wobbled and it was always swollen and in pain. First revision performed (B)(6) 2010, they put in a bigger tibial insert."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt as MFR # 2249697-2010-01593.